Event description:
The customer contacted beckman coulter, inc. (Bec) to report an erroneous blood urea nitrogen (bun) result for one (1) pt sample on their synchron lx20 pro chemistry analyzer. The erroneous pt sample result was reported outside of the lab. It is unk if there was impact to pt treatment associated with this event. The pt sample was reassayed and a lower bun result was obtained. Quality control (qc) results were recovering within the lab's established ranges at the time of the event.

Manufacturer narrative:
On (B)(4) 2008, a field service engineer was dispatched to the customer's site. The fse replaced the bun module assembly and verified the repair per established procedures. This MDR represents event 3 of 13 reported by this customer. This MDR is related to the following mdrs that have been reported. MDR 2050012-2011-07248, 07249, 07251, 07252, 07253, 07254, 07255, 07256, 07257, 07258, 07259, 07260. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for add'l reportable events.